Manufacturer narrative:
B2: date of death - estimated as 50 days after the estimated event date due to mention that the patient died 50 days later from septic shock. B3: date of event - estimated as the date the article was received as no specific event date is mentioned. D6a: implant date- estimated as the date the article was received as no specific implant date is mentioned. D6b: explant date - estimated as the date the article was received as no specific explant date is mentioned. Literature citation: ceresa, fabrizio & leonardi, aurora & donno, filomena bruna & palermo, auguto & mammana, liborio francesco & patane, francesco. (2023). Left atrial appendage closure device embolization under the anterior leaflet of mitral valve: echocardiographic diagnosis and management. Journal of cardiovascular echography. 33. 40. 10.4103/jcecho.jcecho_56_22.

Event description:
It was reported via journal article that a device embolization and death occurred. Procedure summary: a left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was deployed. During the procedure, the closure device embolized, causing a dynamic obstruction of the left ventricular outflow tract (lvot) leading to severe hemodynamic instability. Transesophageal echocardiography (tee) showed the device in the ventricle site of the mitral anterior leaflet. Coronary angiography showed patency of both arterial grafts in stable coronary artery disease. Percutaneous retrieval of the closure device with a snare was attempted but failed. Emergent surgery was then performed to remove the closure device. The aortic valve was found to be moderately calcified, but due to the unstable clinical conditions of the patient, a transcatheter aortic valve replacement (tavr) was considered for a second future attempt. The planned surgery ruled out a median sternotomy due to a high risk of damage to the right internal mammary artery to the left anterior descending that passed very close to the sternum. Thus, a right small thoracotomy at the fourth intercostal space was performed after establishing a cardiopulmonary bypass through the right femoral artery and vein. Strong adhesions between the lung and heart were carefully taken down. Patency of both arterial grafts was suggested to perform the operation with a beating heart. After insufflating co2 in the operative field, a mitral valve was achieved through a left atriotomy. The iatrogenic opening of the interatrial septum was closed with a 3/0 polypropylene stitch between two felts. The closure device was found in the ventricle site of the anterior leaflet entrapped among the mitral chordae. The closure device could not be captured without de-attaching the anterior mitral leaflet. Following removal of the closure device, the anterior leaflet was sewn with a running suture, and the laa was closed. The cardiopulmonary bypass was weaned, and tee showed an absence of lvot obstruction and no mitral valve regurgitation. The postoperative period was complicated by prolonged ventilation and acute kidney injury, requiring continuous renal replacement therapy for 2 weeks. The patient died 50 days later from septic shock.